Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. The consumer reported that the patient was in the hospital right now for pain. The consumer reported that when the ins was implanted a year ago her pain was way down but then, probably in (B)(6) 2016, the pain came back. The consumer reported that right now the patient was in the hospital for additional pain and they were trying to regulate some pain medications right now. The consumer reported that it was the same pain and same area what the patient was implanted for. The consumer reported that the patient used the ins 24/7. The consumer reported that the patient had seen a manufacturer¿s representative (rep) a few times for reprogramming. The consumer reported that the rep also came out on (B)(6) 2017 and did some reprogramming which was helping her. No further complications were reported.

Manufacturer narrative:
Should have been selected only as adverse event. If information is provided in the future, a supplemental report will be issued.